Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs but was unable to reproduce the reported issue. The unit was returned to service.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. Mechanical ventilation was restarted and was able to continue. There was no report of patient injury.